Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search did identify other reported incident(s) against the provided product/lot combination(s) since release for distribution. It was confirmed that all of the previous complaints also referenced the clinical study (B)(4) & subject I/d (B)(4). Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for pain front side target knee and limited range of motion. Event is serious and is considered moderate. Event is definitely not related to device and is probably related to procedure. Date of implantation: (B)(6) 2018, date of event (onset): (B)(6) 2019, (right knee). Treatment: oral medication and surgical knee manipulation under anesthesia intervention (no revision of products).